Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the native valve was crossed prior to the start of deployment, blood pressure dropped and the physician pulled the device back for the patient¿s recovery. Cardiopulmonary resuscitation (CPR) was initiated to stabilize the blood pressure, and the patient was placed on cardiopulmonary bypass (cpb). The delivery catheter system (dcs), with the valve still loaded, was left in the patient during the course of stabilization. After the patient¿s recovery, the physician re-attempted valve deployment. The valve was fully deployed at the appropriate depth (4mm), but due to under-expansion of the valve, the natural contractions of the heart caused the valve to dislodge into the sinus of valsalva (sov). The physician felt that the valve did not fully expand due to the valve being in the patient during stabilization. Another valve was inserted through the first valve and deployed at the appropriate depth. The patient was successfully removed from cpb and was stable post-procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.